Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), food allergy ("autoimmune disorder (food allergy)") and bone disorder ("bone issure"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, food allergy and bone disorder outcome was unknown. The reporter considered abdominal pain, bone disorder, dysmenorrhoea, food allergy, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.